Event description:
It was reported that intermittent high lead impedance measurements on the right ventricular (rv) lead was noted via review of remote transmission. There were intermittent out-of-range values for the rv to svc and svc to can vectors within the last 6 months. No intervention was performed, and no patient symptoms were reported.

Event description:
New information indicated that programming changes were made. The patient was asymptomatic.